Event description:
The customer reported an air bubble near the hub after leakage.

Manufacturer narrative:
A root cause could not be determined as the sample was not available for the investigation. The device history was not reviewed because the lot number is unk. (B) (4). (B) (4).